Event description:
Boston scientific received information that this product was part of a system revision due to patient infection (source unknown). The patient was admitted to hospice and expired eleven days post-explant with no reported allegations. Additional information was obtained that the device procedure was not listed as the cause of death and there was no allegation regarding the device procedure.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.